Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow up. The patient developed a sore-like wound and redness on the device pocket. The physician did not suspect the infection was device or procedure related. The device system was explanted. A temporary lead was implanted and inserted into an externalized temporary pacemaker. The patient was stable before, during or after the procedure.